Manufacturer narrative:
The full name of the event site in block e1 was shortened due to field character limit; the full name is (B)(6).

Event description:
It was reported that during an annual preventive maintenance (pm) performed by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) failed the fiber optic testing. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during an annual preventive maintenance (pm) performed by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) failed the fiber optic testing. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6(evaluation method codes), h10, h11. Corrected fields: b5, g3.

Manufacturer narrative:
The getinge service territory manager (stm) that encountered the issue later discovered that he had a bad transducer cable on his tester. The stm ordered a new cable tester and returned to the customer site for re-testing of the fiber optic module. The stm informed that fiber optic module test passed . Subsequently, the stm performed a full calibration, functional testing and safety test passed according to factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that fiber optic test failure during preventive maintenance (pm) performed by a getinge service territory manager (stm) in the cs300 intra-aortic balloon pump (iabp). There was no patient involvement, and no adverse event reported.